Event description:
A malfunction code identified as "malf 9" was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer did not report the issue within the last 24 hours, and the technical support team provided instructions to reset the pump, which resolved the problem without recurrence of the malfunction code. The customer was informed they could continue using the pump and advised to contact support if the issue reoccurred.